Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during a pelvic floor reconstruction procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the patient experienced a urinary tract infection and was treated with bactrim. This event resolved on (B)(6) 2016.